Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: tech found that the motor functioned intermittently, the unit was out of calibration, and the position of the control bar was not correct. Tech replaced the motor, re-calibrated the unit, and repositioned the control bar. The unit was tested, calibrated, and returned to the customer. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that this device was sent in for preventative maintenance only and found in need of repairs. Evaluation of this device later found that the motor functioned intermittently. No adverse events were reported as a result of this malfunction.